Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock port of a clearlink system continu-flo solution set was leaking. It was further reported that a small amount of clear fluid was noted to the side table and floor below the intravenous (IV) pole. It was stated that a cap was applied to the port. The issue was identified during patient infusion with leucovorin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and observed a crushed second y-site clearlink. Functional testing was performed including clear passage and pressure testing which revealed a crushed y-site. The reported condition was verified. The cause of the condition was due to a machine related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.